Manufacturer narrative:
(B)(4). The cannula vv7 and the hp1 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The heater wire on the harvesting tool was observed to be slightly flexed away from the center of the hot jaw. The wire remained attached at the tip and at the base of the jaw. The cannula and the c-ring were observed to be completely in tact. No other failures were observed. A mechanical evaluation was conducted. The c-ring scope wash tube was found to be functional and was able to fully retract without resistance or difficulty. The device was evaluated five times for the harvesting tool's ability to fit inside the cannula. A second investigator was able to insert and retract the tool with no difficulty. Based on the returned condition of the device and the investigation results, the reported failure mode ¿fitting problem; cannula¿ was not confirmed but was confirmed for analyzed failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pieces would not go together (cautery would not go thru the cannula). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pieces would not go together (cautery would not go thru the cannula). A replacement device was used to complete the procedure. The hospital did not report any patient effects.